Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional via manufacturer representative. It was reported that there was no change in the patient's pain relief following the catheter revision. The patient was to be seen for a medication adjustment during the week following (B)(6) 2016. As of (B)(6) 2016, the patient's poor pain relief had not been resolved, and the physician was to try different medications in the coming weeks.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was reported by the healthcare professional (hcp) via the company representative regarding a patient receiving fentanyl (200 mcg/ml at 35 mcg/day) from an implanted pump. The indication for use was non-malignant pain. On 2016-06-16 it was reported that the patient had not been getting good therapy. A revision was performed on (B)(6) 2016 and it was determined that the catheter had moved down in the intrathecal (it) space. It was noted that the hcp had originally thought that the catheter tip may have come out of the it space, but that was not the case. Additional information was reported by the rep on 2016-06-20. The rep was unsure when the patient first started experiencing poor pain relief. The patient had been managed for a while and had medication adjustments in the past. It was noted that it looked like the previous implanting physician had "put the catheter low." It had not been determined if the patient's poor pain relief had been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.